Event description:
Pt had ankle fusion with screws which were implanted on 4/8/91. On october 18, 1991 the originall screws (4) were removed and replaced with an orif with plate and eight scrrews for pseudoarthrosis.in february, 1994, pt complained of pain in her right ankle when she put weight on it. Radiographic findings revealed three broken screws. On 3/23/94, the pt returned to surgery for removal of the plate eight screws. Five proximal screws were removed from the plate. Three transverse screws (6.5mm cancellous screws) were found broken and were removed. There is no further information of the pt.